Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Absence of the log files at the time of the event indirectly indicates an issue with the suite pc, as the suite pc is responsible for maintaining the logging. Upon troubleshooting, it was found that the icontrol interface lost connection with the suite pc internal component. To resolve the issue, fse reinstalled the suite pc, reset the backup, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.